Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) went onsite to evaluate the device. The fsr performed the operational verification procedure and verified calibrations. The fsr reported the device passes all testing and meets manufacturer specifications. There were no failures or issues detected with the device.

Event description:
The customer reported while using the vela ventilator a patient died twenty-seven hours after being removed from the ventilator. The customer reported saline was collected on the diaphragm and the unit has some secretions in the exhalation valve from the nebulizer treatments. The customer stated that they do not believe the believe the ventilator had anything to do with the patient's death but would like an evaluation on the device. There are no reported malfunctions or problems with the ventilator.